Event description:
The account became aware of a (B)(6) architect (B)(4) ag/ab combo result of (B)(6) with lot 34439li00 performed at another laboratory with patient sample ID (B)(6). The same sample also tested roche (B)(6), western blot (B)(6), pcr (B)(6) and performed mini vidas elfa (B)(6). No impact to patient management was reported.

Manufacturer narrative:
A customer sample return (sample ID (B)(4)) was received after the completion of the original complaint investigation. Unfortunately, the specimen contained very small volume. Therefore, only very limited testing was performed and the specimen was not able to be tested on architect (B)(6) or with an alternate screening assay. The specimen was tested on western blot which gave a clear (B)(6) result on the (B)(6) specific western blot new lav I test and an indeterminate result on the (B)(6) specific western blot new lav ii. The detailed results are: new lav blot I: gp 160; gp110/120; p68/66; p55; p52/51; gp41; p40; p34/31; p24/25; p18/17 new lav blot ii: p68; p34; p26 sample ID (B)(4) could not be further tested due to insufficient sample volume. On the basis of the results obtained during this investigation it is not possible to categorize the return customer specimen due to the limited testing which could be performed. Overall the added results do not change the outcome of the initial investigation of the retained material of the reagent lots identified in this complaint: it has been determined that the architect (B)(6) reagent lots identified in this complaint are currently meeting its safety, effectiveness, and label claims.

Manufacturer narrative:
(B)(6). This report is being filed on an international product , list 4j27, that has a similar product distributed in the u.s., list 2p36. (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Correction update to catalog # , initial report stated 04j27-32, has been updated to 04j27-27 on followup report. Customer returns were requested but were not received so far. A retained kit of the affected reagent lot was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is (B)(6) impacted. The reagent kit showed normal performance without (B)(6) non-reactive results. In addition, the clinical sensitivity of the complaint lot was evaluated by testing two commercially available seroconversion panels. The reagent lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the reagent lot is not adversely affected. As part of this evaluation a review was performed of the complaint records for the affected lot number. This review did not identify any problems relating to the customer observation. Additionally, a review was performed for non-conformances and deviations associated with the affected reagent lot. This review resulted in no occurrences that could be linked to the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on this investigation, it is concluded that the architect (B)(6) reagent lot 34439li00 is performing acceptably.